Manufacturer narrative:
The customer discarded the sensor that was involved in the reported event; however, did return the red 25 lnc-10 series patient cable. During the evaluation, the cable passed all visual and functional testing. The cable was determined to be functioning as designed. The customer provided arterial blood gas results and printouts of the monitoring data from the date of event and the OEM vendor provided monitor data files. Review of the provided information did not indicate a performance issue with the involved sensor. Corrected data: date of birth: updated from blank to "(B)(6)". (Death): updated from "(B)(6) 2018" to "(B)(6) 2018". (Date of event): updated from "(B)(6) 2018" to "(B)(6) 2018".

Event description:
It was reported: "patient with heart disease passed away during monitoring. During monitoring spo2 value 75%, abg value was corresponding. At that moment doctor had decided to change monitoring from left hand to right hand (middle finger). Spo2 value showed 88%, abg was 59%. They reduced the oxygen supply based on the increase of the displayed spo2 value."

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported : "patient with heart disease passed away during monitoring. During monitoring spo2 value 75%, abg value was corresponding. At that moment doctor had decided to change monitoring from left hand to right hand (middle finger). Spo2 value showed 88%, abg was 59%. They reduced the oxygen supply based on the increase of the displayed spo2 value."